Manufacturer narrative:
No pt involved. On may 1st, 2006, a gambro technical services (gts) field rep visited the facility for third time for the same issue (refer to MDR 9616240-2006-00283 and MDR 9616240-2006-321). He inspected the machine and replaced p1/p2 pump. He performed a p2 pump auto calibration and verification. He calibrated d1/d2 flowmeters. He performed numerous simulated runs to check prime bag condition.